Event description:
It was reported that this left ventricular (lv) lead was dislodged. The physician decided to explant and replace this lead. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. During the inspection the tine appears to have been torn off. The other tine is intact and undamaged. It is unknown when the tine was torn off of the lead. If the tine was torn off during implant, it could have been a contributing factor to the dislodgement. If it was torn off at explant, or after, it would not have led to dislodgement. The lead's spiral tip is the main fixation mechanism. Laboratory testing did not identify any other lead characteristics that would have made dislodgement more likely than what is described in the instructions for use for this product as a known inherent risk of the use of this lead.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The physician decided to explant and replace this lead. This lead was returned. No additional adverse patient effects were reported.